Event description:
On 11/28/2023, it was reported by a sales representative via phone that an ar-3670 fibertak biceps implant system had an issue during a biceps tenodesis procedure on (B)(6) 2023. When the surgeon implanted the device and went to tie the knots, the suture ripped out from the implant, but the anchor remained inside the patient. The sutures were cut, and removed, and the anchor was also removed from the patient in one piece, nothing broke off inside the patient. Another ar-3670 fibertak biceps implant system with a different unknown lot number was used to complete the procedure successfully with no harm to the patient. There was a slight case delay of under 15 minutes and no additional anesthesia was administered. No pictures were taken and the device was discarded.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.